Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024. D6b: explant date: 2024 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21442760/21195017.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.